Event description:
The following information was provided: as per pss implant request: recurrent right hip dislocation/instability. Patient has a history of a 2 column acetabular fracture with dual approach to the right hemisphere-pelvis and orif secondary to an mva in 1988. Her hip replacement was performed for post traumatic oa. She suffered a post operative fracture of her greater trochanter through weakened bone. She now has recurrent hip dislocations.